Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, a contrast agent was used to check the leakage, and it was noted that there was allegedly a leakage near the port or catheter. On (B)(6) 2025, the port was removed and reinserted. There were no reported patient injuries.